Event description:
Patient with grade 4 gi graft versus host disease with copious amounts of liquid diarrhea. After team discussion, decision was made to insert a dignishield stool management system. Initially, the system was placed and removed the same day. Placed again 4 days later. Two days after that, patient sustained a rectal perforation injury. This device was not used according to the manufacturer's instructions for use.